Event description:
Patient sustained a displaced right tibial and fibula fracture midshaft from an atv accident. Three days later he had a closed reduction and intramedullary internal fixation using synthes cannulated tibial nail lock statically done. He was discharged to home the same day. Eight days later, he was seen in the physician's office with an infected wound. An incision and drainage was performed and cultures sent. He was admitted to the hosp with the diagnosis of a wound infection. Culture reported methicillin resistant staphylococcus aureus. IV antibiotic therapy was started. Three days later, he was taken to the operating room and underwent irrigation, debridement and drainage of right tibia infected fracture. Pt requested a second opinion and transfer to another facility. After three days, pt was transferred to an acute care facility out of the area for continued care and treatment.